Event description:
The pt was transfused with rbc's through a leukoreduction filter. The transfusion was started at 7pm. The pre-transfusion bp was 125/43. The bp at 8pm was 83/25 and post-tx at 9pm was 78/31. No other symptoms were reported. The pt's admitting diagnosis was "interm. Coronary synd." This was secondary to a total hip replacement. The pt expired 5 days later due to pulmonary failure, acute respiratory failure and fungemia.